Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the customer believed the device had an ECG board failure as it had issues acquiring leads ECG. There was no patient involvement.